Event description:
According to the reporter, during a laparoscopic roux-en-y gastric bypass and while the stapler had been fired, they tried to remove the circular stapler but the anvil did not tilt properly, making it difficult to remove. The surgeon had to manually tilt the anvil from outside the gastrojejunostomy with a grasper and was able to pull the stapler out from anastomosis site. The device anvil was only fully tilted as the twist knob was turned 2 full times when the stapler was removed from the body cavity. The patient was alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Cross cutting staple lines were observed on the mylar cut ring. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed cross cutting staple line marks may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.